Event description:
An implant card was received indicating that the vns patient underwent lead replacement surgery due to lead discontinuity. The explanted lead has not been returned to date. No further information relevant to the event has been received to date.

Event description:
The surgeon's office reported that the lead was replaced on (B)(6) 2015.